Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Presence of calcification may cause needle deflection during deployment. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the needle slots and suture ports were found normal. There was no abnormal observation found on the returned device that could have contributed to the reported event. While the complaint reported a blue suture, per the instructions for use, the colored suture for the prostar xl device is described as green and was most likely misinterpreted. During knot advancing, reportedly the green suture broke and the white suture was not sufficient to achieve hemostasis. Since the green suture was not returned and the reported experience happened during the knot advancement, a suture break may occur if the operator uses excessive suture tension when advancing the knot or locking the knot. It was reported that the right common femoral artery was calcified. Whether this contributed to the event is undetermined. Per instructions for use (IFU) for prostar under special patient populations states that the safety and effectiveness of prostar have not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible. The suture was not returned, therefore, no definitive cause could be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database did not reveal any other incidents reported for suture break from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that suture placement was successful in a right calcified common femoral artery using the preclose technique with the prostar xl device prior to a percutaneous aortic valve implantation (pavi) procedure. The arteriotomy was 8f and the vessel was upsized to 18f for the pavi procedure. Reportedly, while advancing the knot in the right groin, the blue suture broke. A stent graft was advanced through the left common femoral artery to the right common femoral artery and hemostasis was achieved in the right femoral artery. Hemostasis was achieved in the left common femoral artery using manual arterial compression, no closure device was scheduled to be used. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.